Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during service and maintenance the image on the bronchovideoscope became blurred, indistinct and noisy. There was no patient involvement.

Event description:
No additional information received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Additional information: d9 the device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the image would also experience blackout. Based on the results of the investigation, the cause of the events was due to a defective charge-coupled device unit. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.